Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: >7.5., 3.3. Pt's therapeutic range: 2-3 inr.